Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device shocked the patient. The patient indicated their chest hurt and they took two nitroglycerin pills and it was better. The patient stated they went to their general care physician and was told "something was not right" and to call the cardiac physician. Follow up with the clinic was attempted, and found that the patient had not been seen since the report so it was not determine if the shock was appropriate, what was "not right" or if the patient's symptoms were related to the device. The device remains in use. No further patient complications have been reported as a result of this event.